Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery alert even after replacing the battery in a timely manner. The customer's blood glucose level was 264 mg/dl at the time of the incident. Her call was dropped in the middle of probing for details regarding the issue with the insulin pump. She called back and stated that it was taking too long and that she will go back to her old insulin pump and shots. The insulin pump will not be returned for analysis.